Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. Revision surgery is scheduled.